Event description:
Hologic trunode device malfunctioned. Device read "probe expired", packaging expiration date 08/27/2026. Manufacturer response for single use gamma probe, trunode (per site reporter). Awaiting response from the manufacturer.